Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: during investigation, the black box and alarm history showed evidence of cs 012 alarm. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly with no cs 012 alarms or errors, alarms or warnings occurring during investigation. The pump's cover was removed and there was no intermittent condition found to the printed circuit board.